Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and could not duplicate the issue. The door and door closing was inspected and the system performed as intended. No part were replaced or returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while outside of a procedure the gantry on the imaging system would not fully close. It would get most of the way, then would not see. It was reported that there appeared to be a metal 'flange' that was not aligned and keeping the gantry from closing. There was no patient present when this issue was identified.